Event description:
It was reported the screen is cracked, and the programmer is very slow to print. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. No anomalies were found. Analysis did find that the hard drive would not read a floppy disk and the upper case was broken.